Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised. Initial reason for revision was fluid buildup in the hip. Intra-operatively, the surgeon found when putting the hip through rom that the head was partially dislocating out of the liner. A poly insert and ceramic head were revised to a constrained insert and lfit metal head. Rep confirmed that no further information will be released by the hospital or surgeon.